Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens trailing haptic tore upon insertion into the eye. The incision was enlarged to remove the lens. This is the first of two lenses for the same pt. See MFR report# 2023826-2006-00958.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic along with part of the lens optic were torn off and missing. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn); based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.